Event description:
The safety mechanism is too difficult to activate following use of the device. This has caused numerous contaminated needle sticks when caregivers are trying to activate this device. We had 3 sticks in 2009 and one today (B) (6) in 2010 from this product directly related to activating the safety device.